Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis could not reproduce to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no report of a recognition or engagement failure during this procedure on the logs. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument will not release. The procedure was completed with no reported injury. On 12/03/2024, intuitive surgical, inc. (Isi) followed up with the initial reporter via e-mail to obtain following additional information : the instrument was inspected prior to use and there was nothing out of ordinary. There was no expected tissue removal or bleeding due to the issue. It was unknown if customer had used release key / mechanism or other instrument to pry open the jaws. It was unknown if jaws were stuck on tissue or what the target tissue was. There was no adverse effect to the grasped tissue and incident did not require unexpected tissue removal or bleeding. Reporter was unable to provide information on how was the procedure completed ; about how was the instrument removed from the tissue in the event where jaws were stuck closed on the tissue and if the release key/mechanism was not used and/or did not work. There was no injury to patient. Customer could not provide images of devices or a video recording of the procedure for isi review.